Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2022. During the procedure and inside the patient, when the physician attempted to deploy the stent, the guide catheter broke and the stent failed to deploy. The broken guide catheter remained within the push catheter enabling it to be removed in one piece. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent did not present visual issues. The delivery system wasn't returned. No other issues with the device were noted. The reported event was not confirmed. Since the delivery system was not returned for analysis and a deep inspection on all the components could not be performed the reported complaint of guide catheter broken cannot be confirmed. Based on the analysis performed and all the information gathered from the customer, the overall investigation conclusion code assigned will be no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2022. During the procedure and inside the patient, when the physician attempted to deploy the stent, the guide catheter broke and the stent failed to deploy. The broken guide catheter remained within the push catheter enabling it to be removed in one piece. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.